Event description:
It was reported that this pacemaker dropped its longevity from one and a half years to three months in a span of five months. Further, a device replacement was planned. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.